Manufacturer narrative:
A complete analysis and testing of the insulin pump showes it was operating within specifications. The device passed all functional testing. Drive support disk was inspected and no anomaly was noted. Cracks on the reservoir tube lip and a scratched lcd window was noted.

Event description:
It was reported that the customer had high blood glucose and dka and the insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.